Manufacturer narrative:
The surepower ii battery (sn (B)(6)) was returned to zoll japan for evaluation. The customer's report was verified and attributed to a defective surepower ii battery. The battery was scrapped after testing and the customer was sent a replacement. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.